Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported patient effects of hypotension and stroke are listed in the product instruction for use (IFU) as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that in the cath lab, post placement of the xact stent, the patient developed right upper extremity weakness, slurred speech and expressive aphasia; however the patient was able to follow commands. Right upper extremity weakness resolved by the end of the procedure; however, slurred speech and aphasia symptoms continued. The event was diagnosed as a stroke. No further patient effects were reported. No additional information was provided.